Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the flow check, and would not attach to the pen. The following information was provided by the initial reporter: "consumer reported finding pen needles clog during flow check consumer reported from this same box pen needles will not attach to pen."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the flow check, and would not attach to the pen. The following information was provided by the initial reporter: "consumer reported finding pen needles clog during flow check consumer reported from this same box pen needles will not attach to pen".